Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly the display was scratched with no information provided regarding the legibility of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: on investigation, the alleged damaged display issue was not duplicated. The pump powered up to the display without any scratches or damages on the display lens. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, the display was observed to be dim with a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).